Event description:
The procedure performed was a fem/fem and it was reported that when the graft was pulled through the tunnel, the graft must have torn about 1/3 around the radius at the point where the bleeding starts on the graft. Surgeon had done the proximal anastomosis and was checking the suture line by releasing the proximal clamp and noticed the tear. He removed the graft and put in another piece of the same graft without the beading and everything was fine. Note: the event description above was written by the distributor, impra.